Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump from technical support and successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to contact support again if the issue reappeared.